Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a root cause could not be conclusively determined, the failure of the printed circuit board (bi board) was likely due to component failure on the board. Since the device was manufactured over six years ago, the failure of the board was likely due to aging deterioration.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed due to a faulty bi board. In addition, there were black shadow lines on the image due to a faulty lcd panel. The lcd panel had over 52,000 hours. The rear panel had discoloration on the air vents and the vent slots were brittle from the heat coming off the unit, causing them to break off. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the high definition lcd monitor wasn't displaying an image when turned on. According to the initial reporter, the power supply was connected, but they were still seeing a black screen. There was no patient harm or consequence reported as a result of this event.